Event description:
The patient's blood glucose was 127 and 163 mg/dl on the suspect device. Patient was experiencing hypyoglycemia and emergency medical technicians were called. When the emergency medical technicians arrived they checked patient's glucose and the level was 42 mg/dl. Patient was then treated with a d50 IV. Level 1 and level 2 controls were out of range on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.